Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 167 mg/dl, 111 mg/dl, 138 mg/dl, 162 mg/dl, 195 mg/dl, 114 mg/dl, 55 mg/dl and 400 mg/dl. The customer took novolog. The customer was assisted with insulin pump. The device will not be returned for analysis.